Event description:
Following pump replacement, the patient was having an increase in pain. In early april, fluoroscopy determined that the catheter was not "screwed together" and the medication wasn't going to the right area. The patient needed a revision in order to have it fixed; the surgery had not yet been scheduled. The patient was back on oral medication. Further follow-up is not possible, caller refused to provide patient name, physician name, or device serial number.

Manufacturer narrative:
(B)(4)